Manufacturer narrative:
Concomitant: product ID 8703w, lot# l81766, implanted: 2001-(B)(6), product type catheter. Product ID 8596sc, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that starting on 2014-(B)(6) the patient began to feel ¿bad¿ and started hurting. The patient thought the pump ran out of medication, but never mentioned hearing any sort of alarm. It was believed the patient was last refilled in the middle of october and the reporter thought the patient was filled every 2-3 months. It was noted the patient was only filled with 20cc instead of 40cc that the pump holds. The patient went to a pain doctor in (B)(6) (patient was traveling for holidays from (B)(6)) and did not get any pain medications. The reporter was unsure of the patient¿s medications although it was thought the patient was using fentanyl. The cause of the event, actions taken to resolve the event, the patient's exact medications, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.